Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). The equipment was received in vyaire facility for evaluation. Service technician was unable to verify the reported. The ventilator passed the initial final test and the initial alarm volume test. Unable to duplicate the reported problem. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the revel experienced auto-cycling occurred intermittently and inaccurate volume readings. The customer confirmed there was no patient involvement associated with the reported issue.